Event description:
Customer reported that a nurse on the IV team had a b9062 that "broke". The IV nurse started a pt's peripheral IV and then attached a primed b9062 to the IV catheter. The tubing came apart just below the y-clave, and some blood leaked out. The nurse removed the extension set and replaced it with a new one. No pt injury.

Manufacturer narrative:
The device involved in the reported event was not available to return for investigation as was previously reported. Sixty samples from ICU stock were obtained and tested; all sixty devices met the performance specification for component bond strength.